Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site, (leg) while wearing the device between 36 and 48 hours. The patient reports the pods cannula had become dislodged from the infusion site. In addition the patient experienced leaking at the pod infusion site as well as purulent discharge. Once at the hospital the patient was diagnosed with cellulitis. No further information was available as to this event.